Event description:
It was reported that the physician's tablet fails to power on after being charged. It was reported that the issue had been ongoing and that the physician was unable to interrogate a patient's device and did not have a backup system. The physician was provided a new programming tablet. The tablet was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the returned tablet was completed on (B)(4) 2015. The tablet was returned for failure to power on. An analysis was performed on the returned tablet and the reported allegation was verified. The cause for the anomaly is associated with a damaged power button. Once the power button was replaced, no further anomalies associated with the tablet were identified during the analysis.